Event description:
Pt called regarding an ongoing problem with the plunger on his prefilled insulin syringes. Pt claims that plunger on the syringe varies greatly in use from smooth to push, to jerks, and sometimes stops moving all together. Pt states that sometimes he has to use a great deal of force to push the plunger in, which sometimes leaves his stomach "bloody" and it causes the needle to bend. Both (B)(4) and novo nordisk have been notified of this issue, but only offer to replace the syringes individually. Pt states he is nearly (B)(6) and on crutches and it is inconvenient to mail the syringes back individually. Pt states there is a problem with 20-25% of the syringes he uses and the problem seems to be at the shaft that attaches to the top of the syringe.